Event description:
Foley catheter was opened on sterile field, balloon was tested and catheter was flushed with irrigation. Surgeon placed catheter in the urinary bladder for continuous bladder irrigation following turp, transurethral resection prostate. When balloon was inflated in the patient the irrigation did not flow properly. Instead of a continuous flow it was reduced to a slow drip. Tension was placed on the catheter which did not improve the rate of flow. In manipulation of the catheter to attempt to get the irrigation to flow the urethra was minimally traumatized and stimulated some bleeding which needed to be cauterized. This catheter was removed and another one placed. The flow of irrigation did not improve with the replacement catheter. The site is looking for a product to replace this one. It was reported by the staff that this catheter has recently been redesigned and the inflow/irrigation port has been changed and is now "smaller" than it used to be. They have used this product for many years but have only recently begun to have problems. It is felt that the problems are due to the change in the device manufacturing.